Event description:
It was reported that the pump touch screen was intermittently going black and took a while to turn back on. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.